Event description:
It was reported that the patient presented for routine in-clinic follow up. A device interrogation found that the right ventricular (rv) lead exhibited trend of high capture threshold and evaluated pacing impedance. Programming interventions were made. The patient was stable before, during, and after the check.